Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with cystoscopy; due to urethral hypermobility, sui, and intrinsic sphincter deficiency. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).